Manufacturer narrative:
(B)(4). Additional information was received indicating the lead configuration was reprogrammed to rv coil to can. Dfts were not performed at this time and the system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high out of range shock impedance measurements. In rv coil to can, measurements were acceptable. Boston scientific technical services (ts) discussed reprogramming the lead configuration to rv coil to can and performing a defibrillation threshold (dft) test. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.